Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from cts to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur.